Manufacturer narrative:
The insulin pump was received with a constant tone with full segment display, the problem isolated to the interface board. Unable to verify button or keypad anomaly due to a constant tone with full segment display. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had audio/beep anomaly and display anomaly. Customer stated that the insulin pump had solid/dark screen, had constant tone and arrow keys were unresponsive. Customer's blood glucose was unknown. Customer sated that the blood glucose 1 hour prior to the event the customer's blood glucose was 140 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.